Event description:
It was reported that a patient underwent a hip surgery on (B)(6) 2025 and suture was used. When closing the deep plane on a total hip replacement, the wire used by surgeon broke 3 times. The needle pulled off the suture and apparently the problem occurs very regularly with this thread. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/24/2025. H.6. Component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested. The following was obtained: did the event occur during one or multiple patient procedures? Multiple patients. What is the total number of procedures? About 5 complaints: (B)(4). If this event occurred in multiple procedures, please provide the following information for each patient event: how many devices demonstrated the alleged deficiency on each involved patient event? 1 or 2. What was the procedure date? Unk. What is the lot number? Xbbbjbr0. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. The single complaint was reported with multiple events.